Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. The pump began charging using the tandem wall adapter and charging cable.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer. The pump began charging using the tandem wall adapter and charging cable.